Event description:
This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of device history records for manufacturing revealed no complaint related issues. The investigation of the article label shows that the 0 is indeed incorrect. We suppose that one step during the manufacturing process was not carried out properly. This is clearly a manufacturing fault. We can only presume despite the small probability of such an occurrence that there was a lapse in quality control and these particular articles were inadvertently packed without having gone through proper control. As there were no other reported complaints on this matter, no further actions have been taken. A CAPA determination request has been initiated for this issue.